Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device result/lab inrs were 2.1/1.5 and 8.0/5.6. The patient's coumadin was held for two days and the dosage was adjusted. The reporter declined product replacement.